Event description:
It was reported that during an endovascular thrombectomy procedure in a patient with stroke at right middle cerebral artery (mca) m2, after the first pass when the subject stent retriever was pulled out of the vessel, the vessel ruptured. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event of 'patient vessel perforation' is a known and anticipated complication to these types of procedures and is listed as such in the device directions for use. Therefore, an assignable cause of 'anticipated procedural complication' will be assigned to this event.

Event description:
It was reported that during an endovascular thrombectomy procedure in a patient with stroke at right middle cerebral artery (mca) m2, after the first pass when the subject stent retriever was pulled out of the vessel, the vessel ruptured. No further information is available.